Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. This supplemental was created due to new information that has come in please see emdr-164232 for the correct information.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod for an unknown amount of time. When removed from the infusion site, the pod's cannula was found bent. It was also reported that the pod's cannula was dislodged from the infusion site. The patient discarded the pod.

Manufacturer narrative:
Correction to h(6): changed type of investigation from b17 to b18.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod for an unknown amount of time. When removed from the infusion site, the pod's cannula was found bent. It was also reported that the pod was leaking insulin. The patient discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.